Event description:
It was reported that when using the bd pyxis¿ medstation¿ es half height drawer 2.2 failed and required maintenance. The customer confirmed there was no obstruction at the back and could not recover the drawer. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main half-height drawer 2.2 had failed and required maintenance. A field service engineer (fse) inspected the bus cable, which was found to be okay. The rear cover was removed, connections were inspected and reseated, and diagnostics were run. However, the main 2.2 was still not available. The drawer controller was replaced and tested with no change. All pockets were then removed and tested, with the same result. The retractor band was replaced, and upon testing, all pockets became operational. The application was restarted, but the main 2.2 still did not appear. The module controller was subsequently replaced, after which a firmware update was performed and the drawer was reconfigured. The customer successfully recovered afterward. The system functioned as intended after the field service engineer repaired the device.